Manufacturer narrative:
Patient gender & weight provided/corrected. Event description provided. Device description provided/corrected. Synthes manufacturing location was discovered upon receipt of subject device. Event codes corrected/added. The 510(k) added subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 24. March 2015, 04.003.030 lot 9424022, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a maude report forwarded from department of health & human services for med watch (B)(4). Only additional and/or corrected information will be contained in this report. It was reported that a hardware removal with revision was performed on (B)(6) 2016. The patient underwent an open reduction internal fixation(orif) of the right femoral neck on (B)(6) 2015. Subsequently, the patient developed a non-union and two titanium recon screws were discovered to have broken. The revision procedure was completed successfully without delay and with the patient in stable condition. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the device is broken, approximately 40 mm distant from the screw-head. The broken part is available. Furthermore we found striations marks on the surface and wear and tear signs at the threaded part. The torx recess is intact. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the international standards. Product was produced in march 2015. Several traces of mechanical damages found on the device. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. The complaint relevant dimensions were checked as far as possible and find to be within specifications. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. No manufacturing related issue was identified and/or confirmed. Date of this report: initially reported as january 26, 2016; should have been february 02, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: per the technique guide, that these recon screws are part of the titanium cannulated lateral entry femoral recon nail- expert system. These screws are one of the proximal locking options for the nail. The screws were each received with a break approximately 40mm distant from the screw head. Only one of the two broken threaded portions was received. The screws each show striations marks on the surface and there are wear and tear signs on the one returned threaded part. The recess on both screws is intact. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The fractures are consistent with the result of a mechanical overload situation. When there is insufficient reduction or healing is delayed there are increased loads the implant must withstand, that would normally be supported by the bone, which could eventually cause it to break due to metal fatigue. This is further impacted by patient compliance and activity level, comorbidities, and the surgical technique. Thus, since the specific conditions at the time of the break are unknown, the root cause cannot be definitively determined. During the investigation no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.